Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds and low impedance. During a device upgrade procedure, an insulation breach was also observed and the lead reportedly micro-dislodged. The lead could not be removed and was therefore capped and replaced. It was further reported that difficulty was experienced inserting the new lead into the connector port of the new cardiac resynchronization therapy defibrillator (crt-d). The lead pin went in successfully but it appeared that the lead's silicone was too thick to enter the port. Mineral oil was used to lubricate the lead and it appeared to be fully inserted. The physician, however, was not comfortable with the amount of effort required for lead insertion and was concerned about possible lead damage. The physician then elected to remove and replace the attempted lead. The new crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.